Event description:
The patient's son called to report that ever since the patient had their device implanted they have had shortness of breath. They stated that an adjustment was made and the patient was better for a little while but goes right back to severe shortness of breath. Another adjustment was made and now it is worse than it has ever been. The patient also called in to report that they have not been well since the implant of their device and is experiencing shortness of breath, hiccups, and is cold all the time. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. Any additional relevant information received will be added to the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.